Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Additionally during the anchor insertion, since no pilot cutter was used on s1 and the bone there is very hard. Conclusion: the anchors¿ hitting hard bone is a plausible root cause for the reported event.

Event description:
It was reported that; two of the anchors in aero-al bent during implantation. We were able to use two new anchors after the bone cutter. Patient is fine.

Manufacturer narrative:
The customer reported event of two aero al fixation anchors, 26mm main body deformation intra-op was confirmed via visual inspection and correspondence. Additional information post op indicated pieces of metal were likely left behind when the first aero anchors broke off and the patient is currently having mild back and leg pain; thus the actual harm is s2 (pain).

Event description:
It was reported that; two of the anchors in aero-al bent during implantation. We were able to use two new anchors after the bone cutter. Patient is fine.

Event description:
It was reported that; two of the anchors in aero-al bent during implantation. We were able to use two new anchors after the bone cutter. Patient is fine.